Event description:
A pcaii was infusing morphine, and it was giving a 10 mg bolus instead of the 1.4 mg that was programmed in the pump. The delay was set at 8 minutes, and the 1-hour limit was 7 mg. The patient got into patient's room at 1200, and got three doses by 1700. The syringe had infused 39cc in 4 doses. The patient did not display any symptoms of an overinfusion. The programming was reviewed, and found to be correct. The pump was tested by the biomed., and found to deliver boluses correctly. The pump was removed from the patient.